Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Additionally, a cartridge change error occurred and the cartridge was leaking from the o-ring. A new cartridge was loaded to resolve the issues. It was also reported that the customer did not consume the food in time for the intended amount of bolus delivered. The customer's blood glucose (bg) level subsequently decreased to 42 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.